Event description:
User stated they had a false positive troponin t result for one pt. Sample ran the first time gave 0.123 ng/ml, repeated gave <0.010 ng/ml. No info was provided to determine if initial result was reported, or if pt was adversely affected. If additional info is received, appropriate notification will be provided.